Event description:
It was reported to boston scientific corporation that during a bladder neck incision procedure using a flexiva 1000 laser fiber, the tip of the fiber wore down too quickly. The fiber was used with a 100 watt lumenis laser with laser settings of 1 joule and 15 hertz. The procedure was completed with another flexiva 1000 laser fiber, without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
The patient is reported to be over 18 years of age. Visual examination reveals that the exposed glass tip measures 0.5mm. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached.